Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. Only half of the lens was returned wrapped in surgical gauzes. Solution was dried on the returned lens portion. The optic was cut in half, typical of insertion and removal. The returned cut portion of lens had multiple scratches and cracks near the cut damage. The other half of the lens was not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece. The viscoelastic used was not provided. It is unknown if a qualified viscoelastic was used. The reported lens damage was observed. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/handpiece combination. Company foldable intra ocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The viscoelastic used was not provided. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, it was detected that the optical part of the lens was scratched. The surgery was completed on the same day using another lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).